Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that insulin pump got broken at insulin compartment and clear part at the top insulin compartment was fall out. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had cracked reservoir tube lip.